Manufacturer narrative:
Damaged anti-backup and damaged feedbar. Eval summary: the instrument was returned in good visual condition. During functional testing, the instrument was found to be difficult to cycle and would not feed the clips due to the anti-backup lever being out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported the clip would not advance. Another device was used to complete the procedure. No patient consequence.